Event description:
During the procedure, the physician used a wilson-cook tri-clip endoscopic clipping device. The device was advance through the endoscopic and the clip exited the outer sheath. At this time, the clip detached in the open position. A possible attempt to retrieve the detached clip was made, but was unable to be viewed endoscopically by the physician. The clip was left to pass naturally through the gi tract. No injury to the pt was reported.